Event description:
It was reported by a non-medical professional that the pt underwent a two-level partial corpectomy and acdf at c5-c7 using structural allograft and an anterior cervical plate and screws. Approximately 19 months post-op, a diagnostic study was performed in response to implant site pain, which revealed a c6-7 non-union with fracture of the two anterior cervical screws at c7. Per the report, add'l surgical procedures were required to treat the pt's condition.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.